Manufacturer narrative:
Other devices listed in this report: unknown, 62mm cup, unknown, mdm liner, unknown, stem, unknown, +10 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has been infected with (B)(6) since implantation. Implants were removed due to infection.